Manufacturer narrative:
The ge service rep performed an onsite investigation. The reported issue could not be duplicated. The voltage at the mainframe power supply was verified. The system was tested and operates as intended.

Event description:
The customer reported that the collimator iris of the system was too large. No pt injury was reported.